Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired, the device will be scrapped by the customer.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.